Manufacturer narrative:
Exact date unknown, event occurred one to two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt a jolting sensation down to left leg which causes dizziness, loss of balance, and occasionally to fall. It was also stated that the patient was experiencing discomfort at the back and was having charging issues. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was not returned.